Manufacturer narrative:
The following fields were updated due to corrected information: b.5. Describe event or problem: it was reported that bd max¿ system, bd max¿ instrument was used and there was a false positive result obtained. Confirmatory testing was performed and the result was negative. There was no report of patient impact. The following information was provided by the initial reporter: plot analysis shows week target and late amplification suggesting contamination. Sql and recent account dispatch history, instrument appears in a good health and no dispatch is required at this time. Customer will be provided decontamination procedure and mas will follow up with account on repeating positive samples. Escalation will be kept open for 1 week to monitor these next steps. Customer repeated same patient sample (run#: (B)(4) a second time: run#: (B)(4) negative for all targets. Customer performed 6 em swabs. One swab came back positive for campy run#: (B)(4). Em swab sample was repeated using the same sbt: run#: (B)(4) negative for all targets. Plot analysis for positive vibrio and positive campy samples is taking place. Norm ratios are good high rate ind errors due to ffc. Possible pump issue for #: 1, 3, 4. Note: customer had 2 recent fse dispatches due to noisy curves. Instrument was qualified each time with no further steps. However, no parts were replaced. Customer is very concerned about false positive. Customer also confirms no pcr cart. Bubbles or beads carryover. Customer problem: ex-ebp discrepant results for vibrio; run#: (B)(4) positive. Repeated run#: (B)(4) negative; ex-ebp lot#: 0352298; ebp lot#: 1068103. Steps taken with customer/troubleshooting: documented a complaint and collected information below: customer tested one em swab today for 3 areas with no issues. Specimen was received today and both tests were completed today. Specimen was refrigerated upon receiving and collected in sterile cup unpreserved. Specimen appeared a little dark-liquid with no issues aliquating (over or under) for both tests. No issues with external controls. Advised the customer to run extended em swabs to rule out contamination. Collected db and run files. D.1. Medical device brand name: bd max¿ system, bd max¿ instrument. H.6. Investigation: the complaint alleges the bd max instrument (catalog number: 441916 and serial number: (B)(6) had a "false positive" result. Customer reported that their ebp run had a positive result and repeated run yielded a negative results. Customer performed em swabs on 3 different area, all yielding negative results. Customer repeated the same patient samples with negative results and performed an additional 6 em swabs, with one yielding a positive campy result. Data base and log files were reviewed by the service team for vibrio and campy and there was a weak late amplification observed. Customer performed decontamination. Application specialist went onsite and made recommendations with the customer on developing a procedure for positive results and reviewed the data for the customer. Customer was satisfied with the results and instrument was returned to the customer functional. Review of device history record for instrument serial number: (B)(6) is not required because this complaint does not allege an early life failure or a failure at install. Device was installed on (B)(6) 2020, and since then other service activities have occurred, such as preventative maintenance and repair, which have changed the configuration of the instrument since release from manufacturing. Service history review was performed for the instrument (B)(6) and the instrument noisy curves in both june 2021 and july 2021, in which field service made adjustments and normalized the reader. On both occasion, the instrument passed efc and qualification run. No samples or parts were returned for this complaint and thus, returned sample analysis is not performed. Root cause is determined to be due to contamination. Complaint is unconfirmed as the issue is workflow-related. Review of risk management files confirms there are no new, modified, or additional risks associated with this failure mode. Bd quality will continue to monitor trends associated with this failure mode.

Event description:
It was reported that bd max¿ system, bd max¿ instrument was used and there was a false positive result obtained. Confirmatory testing was performed and the result was negative. There was no report of patient impact. The following information was provided by the initial reporter: plot analysis shows week target and late amplification suggesting contamination. Sql and recent account dispatch history, instrument appears in a good health and no dispatch is required at this time. Customer will be provided decontamination procedure and mas will follow up with account on repeating positive samples. Escalation will be kept open for 1 week to monitor these next steps. Customer repeated same patient sample (run#: (B)(4) a second time: run#: (B)(4) negative for all targets. Customer performed 6 em swabs. One swab came back positive for campy run#: (B)(4). Em swab sample was repeated using the same sbt: run#: (B)(4) negative for all targets. Plot analysis for positive vibrio and positive campy samples is taking place. Norm ratios are good. High rate ind errors due to ffc. Possible pump issue for #: 1, 3, 4. Note: customer had 2 recent fse dispatches due to noisy curves. Instrument was qualified each time with no further steps. However, no parts were replaced. Customer is very concerned about false positive. Customer also confirms no pcr cart. Bubbles or beads carryover. Customer problem: ex-ebp discrepant results for vibrio; run#: (B)(4) positive. Repeated run#: (B)(4) negative; ex-ebp lot#: 0352298; ebp lot#: 1068103. Steps taken with customer/troubleshooting: documented a complaint and collected information below: customer tested one em swab today for 3 areas with no issues. Specimen was received today and both tests were completed today. Specimen was refrigerated upon receiving and collected in sterile cup unpreserved. Specimen appeared a little dark-liquid with no issues aliquating (over or under) for both tests. No issues with external controls. Advised the customer to run extended em swabs to rule out contamination. Collected db and run files.

Event description:
It was reported that instrument max clinical was used and there was a false positive result obtained. Confirmatory testing was performed and the result was negative. There was no report of patient impact. The following information was provided by the initial reporter: plot analysis shows week target and late amplification suggesting contamination. Sql and recent account dispatch history, instrument appears in a good health and no dispatch is required at this time. Customer will be provided decontamination procedure and mas will follow up with account on repeating positive samples. Escalation will be kept open for 1 week to monitor these next steps. - customer repeated same patient sample (run#1253-a9) a second time ---> run# 1255-a9 negative for all targets. - customer performed 6 em swabs. One swab came back positive for campy run#1255-a4. Em swab sample was repeated using the same sbt---> run#1257-a10 negative for all targets. - plot analysis for positive vibrio and positive campy samples is taking place. - norm ratios are good - high rate ind errors due to ffc - possible pump issue for # 1,3,4 note: customer had 2 recent fse dispatches due to noisy curves. Instrument was qualified each time with no further steps. However, no parts were replaced. Customer is very concerned about false positive. Customer also confirms no pcr cart. Bubbles or beads carryover. ¿ customer problem: ex-ebp discrepant results for vibrio; run#1253 a9 positive. Repeated run#1254 a7 negative; ex-ebp lot#0352298; ebp lot#1068103. ¿ steps taken with customer/troubleshooting: documented a complaint and collected information below: - customer tested one em swab today for 3 areas with no issues. - specimen was received today and both tests were completed today. - specimen was refrigerated upon receiving and collected in sterile cup unpreserved. - specimen appeared a little dark-liquid with no issues aliquating (over or under) for both tests. - no issues with external controls. - advised the customer to run extended em swabs to rule out contamination. - collected db and run files.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.